Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were in pain. They were still trying to recover. They said when they moved a certain way they felt stimulation, but when they went to adjust stimulation they felt shocking in their back and hip. They said they didn't think they were supposed to be feeling shocks. They were redirected to the rep, whom they had already reached out to.